Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The entire plunger cases assembly was found broken, implicating a physical impact occurred. Functional testing was performed using the power up process and syringe test. Syringe plunger sensor alarm was found during syringe test. The root cause of the reported issue was found to be user related damage. To resolve the reported problem, both right and left plunger assembly cases were replaced. (UDI) information is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4).

Event description:
It was reported that a syringe plunger sensor error occurred. No patient injury was reported.